Manufacturer narrative:
An event for patient effects of pericardial effusion and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The patients activated clotting levels were 351-379s and heparin was administered. It was also indicated that 3 partial recapture and 1 full recapture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported events could not be conclusively determined. It is possible procedural condition (multiple recaptures) contributed the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa measuring for amulet device sizing was done via angiography and shape of the appendage was chicken wing. The laa depth was 27mm. There was no pericardial effusion present prior to introduction of the delivery system. During procedure, the left atrial pressure was 18mmhg and 400ml of fluids were given. The activated clotting levels (act) were 351-379s and heparin was administered. The atrial rhythm recorded at start of procedure was sinus bradycardia. After 3 partial recapture and 1 full recapture it was determined that the device was not suitable for the anatomy and a new 25mm amplatzer amulet left atrial appendage occluder and a new 14f amplatzer torqvue 45x45 delivery sheath were chosen. The 25mm amulet was successfully deployed in the laa after 1 partial recapture. After the procedure, it was confirmed that there was no effusion was present at baseline. The following morning, transesophageal echocardiogram (tee) showed the patient had a mild to moderate effusion. A pericardiocentesis was performed and drained 150-200cc. The physician mentioned the multiple recaptures in the thinner tissue of transverse area are what caused the injury. The patient was reported discharged and doing well.